Event description:
Patient's representative reported "leakage of the breast implant", "lymph nodes are already affected", "severe pain", "breast pain", "limb pain". "Cancer anxiety", "considerable fatigue" and "sever hair loss". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.